Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the post implant there was an unknown endoleak noted. The physician thought there was a possible type I endoleak; however it could be an ii or IV endoleak. The physician does now know the cause of the endoleak. The patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine. A review of several returned still angiogram images at implant showed that the aui and extension were placed into the left common iliac. An occluder was seen within the right common iliac, which was also coiled. Contrast was seen in the proximal aaa sac, as well as just distal to the junction between the aui and extension. There was 3cm of overlap between the aui and extension. The endoleaks appeared to be a type IV, but cannot rule out a type ii endoleak.